Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's stimulation changed; it became too strong and it was bothering the patient. The patient underwent an explant procedure. No device malfunction was suspected.